Event description:
It was reported that during an unknown procedure, the hinge of the device broke off. The tip was retrieved from the patient. The device was replaced and the case was completed successfully with no patient consequence.